Event description:
It was reported that during an arterio-venous fistula graft (avf) procedure, balloon detachment occurred. Vascular access was obtained from above the elbow. The stenosed lesion was located in an arterio-venous fistula (avf) in the left arm. The stenosis would not resolve with angioplasty, so the physician then used a 2.0 x 8mm peripheral cutting balloon. During treatment of the lesion with the 2.0mm x 8.0mm peripheral cutting balloon, the physician inflated the balloon to unspecified pressure. While the balloon was inflated, the physician rotated the balloon shaft which he thought might have kinked the shaft. Attempt to deflate the balloon after the rotation failed; therefore, the physician proceeded to withdraw the balloon shaft into the sheath for removal, but the balloon detached from the catheter. The balloon was snared out of the patient without incident. The procedure was completed with this device. No patient injuries or complications were reported. The patient¿s status was reported as ¿ok.¿

Manufacturer narrative:
(B) (4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is user error, because while the balloon was inflated, the physician rotated the device causing the shaft to kink and inhibiting deflation and consequently causing the balloon to detach from the shaft. (B) (4).